Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the ercp procedure, the autotome rx sphincterotome was advanced down the endoscope and positioned at the ampulla. However, while performing the sphincterotomy, the cut wire broke in two locations along the cutting region, detached and fell into the duodenum. The autotome was removed from the patient. In an attempt to retrieve the fragment, the physician grasped the broken wire with forceps and, upon withdrawal of the scope / forceps, the wire fragment fell somewhere inside the patient. The physician then went in with a colonoscope and could not find the cut wire fragment. A flat screen image was performed on the patient and the cut wire fragment was not seen. The procedure was completed with another autotome rx sphincterotome. The patient is doing well and no complications have been reported.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and bent. The exposed cut wire was broken; the exposed cut wire with the anchor had detached/separated from the device, ripping the distal tip. The remainder section of the exposed cut wire, at the proximal pierce hole, measured to be 1 mm and the end was burnt/blackened. The length of the broken exposed cut wire, determined, approximately 27 mm - 31 mm of the cut wire with anchor separated from the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was broke at two locations and detached. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomalies found.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the ercp procedure, the autotome rx sphincterotome was advanced down the endoscope and positioned at the ampulla. However, while performing the sphincterotomy, the cut wire broke in two locations along the cutting region, detached and fell into the duodenum. The autotome was removed from the patient. In an attempt to retrieve the fragment, the physician grasped the broken wire with forceps and, upon withdrawal of the scope / forceps, the wire fragment fell somewhere inside the patient. The physician then went in with a colonoscope and could not find the cut wire fragment. A flat screen image was performed on the patient and the cut wire fragment was not seen. The procedure was completed with another autotome rx sphincterotome. The patient is doing well and no complications have been reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.